Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies or simply cleared the alarm to address the issue. Additionally, a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. The cartridge was successfully reloaded resolving the alarm. Additionally, a cartridge alarm (alarm 30) occurred during basal delivery. The customer loaded a new cartridge to resolve the issue. Customer's blood glucose ranged between 76-84 mg/dl.